Manufacturer narrative:
Pump passed the self test and displacement test. Pump error 63 alarm, variable 3, was confirmed in the formatted history file due to a cold solder joint found on the ambient light sensor. No pump error 79 alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported insulin pump error. The customer¿s blood glucose was 15.8 mmol/l. Customer reported that pump had to be rewinded and this was possible. However due to insulin pump error pump was swapped. The insulin pump will be returned for analysis.